Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400-500 mg/dl. The customer treated with syringe. The customer had symptoms such as nausea and vomiting. The customer stated that the ketones were (B)(6). The customer stated that the high blood glucose readings persisted after set change. The customer was assisted with program bolus. The customer stated that the drive support cap was not damaged. The customer was not able to perform hp test.